Event description:
A patient reported experiencing inaccurate high results with a meter. The patient's blood glucose results were 170 lab vs. 225 mg/dl. Tests were done within 10 minutes with a difference any adverse events. No further information has been reported.